Event description:
It was reported that this old right ventricular (rv) lead was explanted and replaced due to an unknown cause of noise oversensing. There was no indication of pacing inhibition. This rv lead is not expected to be returned and no additional adverse patient effects were reported.